Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 05/31/2018, that on (B)(6) 2018, a loss of connection occurred. It was determined that loss of connection was related to the mobile application. Data was provided for investigation but does not reflect the alleged device. Confirmation of the problem and root cause could not be determined.